Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized due to high blood glucose as a result of bent cannula. The patient went into the emergency and stayed there for less than 1 day. The blood glucose level when the patient arrived at the emergency, was 1230 mg/dl and 700 mg/dl when she left the emergency. She had very large ketone levels and the health care professional identified the ketone level as life threatening. The infusion had been in use for 1 day. She was treated with IV fluids and insulin and this resolved the issue. She was hospitalized for 4 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.